Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that their insulin pump has been shutting off. The customer's blood glucose was unknown at the time of incident. Customer did not receive a low battery alert prior to the replace battery now alarm. This is the second occurrence of replace battery now without a low battery warning. The customer's parent was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No unexpected battery power loss alarm during testing and no unexpected replace battery now.